Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss could not duplicate the reported event during testing. Fss performed the two (2) year preventative maintenance (pm) and checklist, which a battery was replaced as a part of the pm. The unit passed all fictional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that low vacuum occurred with the whitestar signature system. It was reported that the issue occurred during procedure; however, there was no patient injury reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.